Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination confirmed that the device had a longitudinal tear in the balloon body which started 2.5 mm proximal to the proximal end of the distal markerband and extended to 9 mm distal to the distal end of the proximal makerband. A visual and tactile examination found a shaft kink noted at 21 mm distal to the distal end of the catheter strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, contrast media was found leaking from the balloon before reaching nominal pressure and the balloon ruptured at 8 atmospheres during the first inflation. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, contrast media was found leaking from the balloon before reaching nominal pressure and the balloon ruptured at 8 atmospheres during the first inflation. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.